Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed due to the site not confirming the site visit by a medtronic representative. No additional information was provided. Site has not confirmed service.

Event description:
A site representative reported that, while outside of a procedure, the gantry for the imaging system would not return to the home position when prompted by the user. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the bellows cover on the imaging system on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect bellows cover has not been received by the manufacturer for analysis.

Manufacturer narrative:
The suspect bellows cover was returned to the manufacturer for evaluation. Testing found that there were scratched on the exterior of the cover however the testing could not duplicate the reported issue.